Event description:
Information was received from an healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the ins was involved in an event where the lead would not connect to the ins, and the set screw would ¿click¿ but would not tighten to secure the lead. Troubleshooting was performed by removing the lead from the battery, reinserting it, and attempting to tighten the screw. The ins was removed and replaced with a new ins, and the issue was reported as resolved. No injury was reported. The cause was not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.